Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient¿s pump failed twice. No patient symptoms and no further complications were reported or anticipated.